Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, during stapling and dividing the stomach, the powered stapler fired partially on tissue and would not advance after about halfway through the firing. The surgeon tried firing the reloads with multiple powered stapler and a manual handle, but the reload was only able to partially fire each time. The surgeon was able to complete the sleeve when he switched to another powered stapler and fired medial to the prior partial firings. The stapler did show an excessive force icon halfway through the first firing at the base of the stomach, which was very thick, but after a wait, the firing was able to finish. It was noted that the distal staple line was incomplete. The surgeon completed the sleeve with 8 reloads and was reading zone 3 and firing slowly the whole way up. There was no patient injury.